Event description:
The advocate stated the customer received a high out of range control result of 287 mg/dl on his contour meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The customer could not locate the control solution so is not expected to be returned for evaluation. New strips, control and meter were sent.